Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 2.8 x 19 mm graftmaster stent delivery system was advanced to treat a perforation in the heavily tortuous circumflex artery; however, due to the patient anatomy, the device was unable to cross. The device was removed and a second 2.8 x 19 mm graftmaster was advanced. The second graftmaster was successfully deployed to treat the perforation. There was no clinically significant delay related to the failure to cross and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.